Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The lay-user/patient alleged that the up, down, and ok buttons on the keypad are unresponsive. The keypad reportedly was intact. There was no adverse event associated with this complaint.